Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported a rewind anomaly, and an insulin flow blocked alarm. The customer did troubleshoot the issues. The customer reported the meter would not connect to the insulin pump. The customer declined troubleshoot for the high blood glucose level. The insulin pump will not be returned for analysis.